Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate therapy for svt. Review of the episode revealed vt in svt upper cutoff rate. Programming changes and considering medication was suggested.